Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was unable to verify the serial number at the time of the call. The customer stated that they had also received a no delivery alarm but was resolved with a set change. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump received with no up down button response due to unlocked keypad connector on lcd board. The insulin pump was unable to perform the excessive no delivery test and verify for operating currents including low battery and off no power alarm due to no up and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.